Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: non sterile titanium plate and screws were used as templates. All clavicle implants are sterile stainless steel. Surgeon used titanium trial implant to fix left clavicle fracture with stainless steel cortex and cancellous screws; this was a clinical decision to cover the non-availability of a usable template. Since this incident has occurred a further clinical decision has been made to convert all titanium implants to stainless steel, thus preventing any further incompatibility issues. The hospital plans to monitor the patient and perform removal at a later date when the fracture has healed. Reportedly the health of the patient has not been compromised. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.